Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose differences. Customer stated that sensor glucose was 58 and blood glucose is 121 mg.dl. The customer stated currently her sensor glucose is 70. The customer stated that the sensor glucose and blood glucose is not with in acceptable range. The customer call dropped due to system issues and no further troubleshoot was done.